Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The product was returned for analysis. Upon investigation, it was noticed that the clip assembly was fully deployed and not returned with the device. A kink in the control wire approximately 6" from the handle was revealed. The sheath grip was detached from the over sheath. The bushing was located outside the over sheath approximately 1/4". The control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use based on the direction for use "precaution(s) prior to use" statements. A review of the design history record showed the lot to be manufactured in accordance with the dmr.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2008 (female patient; weight is unknown). According to the complainant, the clip deployed prematurely inside the patient. The physician removed the clip and completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."